Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had not been positioned in a bend. The device had been resheathed less than two times. The device was not implanted. There were no patient symptoms or complications associated with this event. The angiographic result post procedure was good. The patient was undergoing embolization treatment of a small unruptured saccular aneurysm located in right ophthalmic segment, measuring 4mmx3mm, landing zone distal 3.75mm proximal 4.4mm. The vessel was observed moderately tortuous. The pipeline and any accessory devices were prepared as indicated in the IFU.